Event description:
The patient returned to the physician in 2006, and a pump system was re-implanted. The patient called complaining of shooting pain down both knees; she stated that this occurred during refills and with dose changes or reprogramming. At approx 27 days later, the patient was taken to surgery to re-anchor the pump due to flipping. There was nothing in the chart notes that indicated how they knew it had flipped. No further information was available.